Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. The customer stated that the intermittent/no response of several buttons. Customer's blood glucose was unknown mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an unresponsive buttons due to faulty connector on mother board. The insulin pump was received with cracked case on reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and missing end cap sticker.